Manufacturer narrative:
No broken belt clip was received with the insulin pump. No unexpected button error alarm was noted. The insulin pump had intermittent act button response due to a flattened dome switch. The insulin pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported that the customer received a button error alarm from his insulin pump. The customer's blood glucose level was 143 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis have been completed. No conclusion can be drawn at this time. (B)(4).